Manufacturer narrative:
Based on the claim against the product by the customer noting a missing knob, an investigation was completed to determine the cause of this reported event. Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The permanent cautery hook instrument was analyzed and found to have an ear of the distal clevis broken. The broken piece was not returned, measuring roughly 0.237¿ x 0.268¿ in size. Common causes of this failure mode are typically attributed to mishandling/misuse, such as excess force applied at the instrument tip during handling, insertion, usage (overloading), or removal. Instrument collisions with other hand-held instrumentation or instrument driven outside the field of view can also cause damage to the instrument distal clevis. The complaint regarding a missing knob was confirmed by failure analysis, which indicates that the device did contribute to the customer reported issue. Additional observation(s) related to customer-reported complaint were also identified. The instrument was found to have conductor wire insulation damage. The conductor wire was found to have insulation damage inside of the broke distal clevis. Visual inspection found the wire to not be exposed. The instrument passed the electrical continuity test on 3 out of 3 attempts. There were no signs of thermal damage. Root cause of this failure is attributed to mishandling/misuse. This complaint is considered a reportable event due to the following conclusion: failure analysis acknowledges that a fragment was missing from a portion of the permanent cautery hook instrument that enters the patient (distal end). Based on the information provided, there was no report from the customer that a fragment from the instrument fell into the patient during the procedure. While there was no report of harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur.

Event description:
It was reported that prior to starting a da vinci-assisted cholecystectomy surgical procedure, the permanent cautery hook instrument had a missing knob. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) made multiple follow-up attempts to obtain additional information. However, no further details have been received as of the date of this report.